Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose is 471 mg/dl and blood glucose level at the time of incident was 250 mg/dl. The customer was reported that other blood glucose value such as 421 mg/dl. The customer treated high blood glucose with long lasting manual and manual injection. The customer was experienced symptoms as a result of high blood glucose such as nausea. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was reported that the drive support cap was normal and insulin pump was passed displacement test. The insulin pump will not be returned for analysis.